Manufacturer narrative:
Follow-up #1: date of submission 10/8/15. Device evaluation: the device has been returned and evaluated by product analysis on 09/22/2015 with the following findings: reboots observed in black box. Battery compartment cracked from the top. Threads on battery cap are stripped. Battery cap does not attach to pump securely, intermittent power duplicated. Test cap used for testing purposes. Pump exercised for 24 hours using test cap with no further power issues occurring. Unrelated to the complaint, the display is dim and pink. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. Cracked battery compartment, unable to tighten battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.